Event description:
The facility reported a colleague infusion pump with failure code 403:317:871:0000. This event was reported to have occurred in the surgery unit. During product evaluation, a baxter service technician discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 403:317:871:0000 was confirmed in the pump's event history by a baxter service technician. This condition was caused by a user interface module (uim) printed circuit board (pcb) clock failure. The uim pcb was evaluated and found to be within specification. This condition could not be reproduced. Therefore, no repair was necessary for the reported condition. A device history review was performed with no exceptions during manufacturing found. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.